Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor and urinary dysfunction. It was reported the device worked for a little bit and then everything went ¿haywire.¿ there was a loss or change of therapy. The patient had messed up her hip and had other things going on so she did not know when it stopped working. The device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.